Event description:
It is reported the device was implanted in 2003. Post-op the right knee was unstable. In 2006, the congruent tibial insert was removed and replaced with an ultracongruent tibial insert.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation: device or x-rays not returned for evaluation. Manufacturing records are intact, conforming and indicate product manufactured to specification.